Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that four infusion sets cannulas was bent within three hours of insertion at upper buttocks on (B)(6) 2024, which resulted in elevated blood glucose (above 500 mg/dl). It was also reported that the patient went first to the emergency room (ER) and subsequently got hospitalized on (B)(6) 2024 and admitted in intensive care unit (ICU) received IV (intravenous) fluids of saline and insulin. The patient had high ketones which were not life threatening. The infusion set was in use for 24 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 4. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.